Event description:
Clinical evaluation committee (cec) adjudicated the previously reported gastrointestinal bleed as mild (gusto) event. It is reported that during treatment of the event asa and clopidogrel were discontinued.

Event description:
Patient index procedure was prompted by unstable angina, positive stress test, and positive functional study. During the index procedure, one resolute integrity drug eluting stent was implanted in the lad. Approximately 17 months post index procedure, the patient suffered a gi bleed. The patient was taking dual anti-platelet therapy at the time of the event. The investigator reported that the event was not related to the study device or procedure, but definitely related to the ant-platelet therapy. The patient was treated with medication and the outcome is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).